Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery. The 2.25x15mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted due to the anatomy. The balloon was inflated however it ruptured during the second inflation at 16 atmosphers. The bdc was removed without issue and the procedure was completed with another device. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the bdc was overinflated to 16 atmospheres (atms) when the balloon ruptured during inflation. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it was determined that it was unlikely that inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.